Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that one side of the c-ring broke on the hemopro 2. The hospital did not report any pt effects. We are following up with the customer for additional details regarding this event, including the device lot number, pt details, and how the procedure was completed. A supplemental report will be submitted if additional info is received.